Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There were burrs on the tip end of the stent after removal. Continuous catheter flush was administered during the procedure. The cause of the event was reported as, "the push resistance of the stent was large and could not be opened."

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left cavernous sinus segment aneurysm with a saccular morphology. Aneurysm dimension: max diameter 18.1 mm and neck diameter 4 mm. Landing zone: distal 4.12 mm and proximal 4.9 mm. The patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (diameter unknown). When the dense mesh stent was implanted, the microcatheter stent was in place and the tip end of the stent could not be opened when deployed. Repeated attempts failed, and it was replaced. Dapt (dual antiplatelet treatment) was administered. It was noted that the pru level was normal. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was removed from the patient.the pipeline was resheathed and was removed with the microcatheter. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex and phenom 27 were returned within the inner pouch; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and frayed. The middle of the braid appeared fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker band were examined; no damages were found. The catheter body appeared to be accordioned at 7.0cm to 14.4cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the pipeline flex could not be pushed forward or removed. The catheter was cut to remove the pipeline flex. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned device, the customer report of "failure to open at the distal" was confirmed as the distal end of the braid was not opened due to damaged braid. The cause of failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was moderate., ruling out ¿vessel tortuosity¿ as potential cause. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. The cause for the braid damage could not be determined. Customer report of "resistance during delivery" was confirmed as the returned pipeline flex was stuck inside that phenom catheter. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Customer reported that the vessel tortuosity was moderate and continuous flush was used during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.